Event description:
(B)(4) received reporting multiple incidents where attachment and leakage issues have occurred with use of bard powerloc clear huber needles and 11956 clave connectors. The (B)(4) describes a 04/04 incident where "... A patient with a double lumen port had some minimal leaking from the outer lumen. The inner lumen had chemotherapy infusing, and the line that was leaking had saline. The nurse reported that the leak seemed to be coming from the IV tubing or the clave... The plastic powerloc connector appeared to be cracked". There were no reported adverse patient/operator consequences.

Manufacturer narrative:
Analysis and investigation: one (1) used 11956 clave connector attached to a bard (B)(4) non-coring needle safety infusion set were returned for analysis and investigation. Visual analysis recorded no obvious abnormalities with the one (1) used 11956 clave connector. The report documents an axial crack in the returned bard powerloc clear huber sets connector. Dimensional evaluations were performed. The results record the returned 11956 clave male luer taper and bard-huber plus needle safety infusion set connector female luer met the iso standard luer taper gauge (B)(4). Functional and performance testing was performed. The returned 11956 clave connector and bard - huber plus needle safety infusion set were tested with a pressurized syringe. The results recorded leaking at low pressure, thus replicating the reported problem. Complaint findings: testing and analysis of the returned 11956 clave connector recorded no performance issues and or out of spec conditions. Performance analysis of the returned bard - huber plus needle safety infusion set and clave connector did replicate leakage originating from axial crack on connector of the bard - huber plus needle safety infusion set. The exact cause of the bard - huber plus needle safety infusion set connector damage is unknown.